Manufacturer narrative:
Information reported to davol regarding the device associated with this event originally suggested it was a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the medical records provided, the patient is an obese smoker with pulmonary complication who underwent an unremarkable ventral hernia repair with a composix kugel mesh on (B)(6) 2006. After the procedure, she developed a (B)(6) infection that apparently leaked from the jp site and was treated with antibiotics. Three years post implant, the patient was treated for a hernia recurrence. During that procedure, the surgeon noted two loops of bowel that had adhered to the mesh and that the mesh appeared to have folded on itself. However, later in the procedure, during implant of the non-bard mesh, it was noted that the mesh did not lay flat very well because, her subcutaneous tissues were so pliable. The surgeon stated that it would likely result in the new mesh curling onto itself and the prolene side of that mesh again causing significant problems with the bowel. Additional sutures and tacks were placed to fixate the mesh. The patient is said to have treated for recurrence and adhesion, both of which are listed as possible adverse reactions in the product's instructions for use. Currently, it is unknown whether the composix kugel mesh may have contributed to the alleged event. However, the fact that the surgeon predicted a similar outcome with a non-bard mesh suggests that the patient's physiology played a role in the reported event. With the information available, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2006: ventral hernia repair with composix kugel mesh. On (B)(6) 2009: laparoscopic converted to open ventral hernia repair, with proceed mesh, kugel mesh excised, said to have folded on itself. Small bowel loops noted as adhered to mesh. Subcutaneous tissue noted as very pliable and likely to produce same effect with non-bard mesh. Additional sutures and tacks used to secure new mesh.